Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the pump history shows the last bolus and the last basal were delivered on (B)(6) 2015. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. No eaw's occurred during 24hr duration testing. Unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and all settings were correct. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with nausea, vomiting, feeling weak and extreme thirst. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.